Manufacturer narrative:
Event date is approximate. There is no event date information on ins being too close to the patient's spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had the ins installed on the right side and she was having problems on the left with her back and sciatica. The patient said that when she went to the doctor las week the doctor said that she could be predisposed to this problem, because the ins is too close to her spine. The patient said that she was having accidents with the bowl and bladder since (B)(6) 2020. The patient wanted to know if she could have an MRI for the sciatic problem. Patient services reviewed guidelines. The patient was going to follow up with their doctor on recommendations of guidelines. No further complications were reported.